Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, when doctor tried to sew lens onto patient's eye, it tore apart. The doctor did not implant a replacement lens in the patient's eye. Additional information has been requested.